Manufacturer narrative:
Estimated date. (B)(4). The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a starclose se device via a 6f sheath after a percutaneous transluminal angioplasty (pta) interventional procedure. Reportedly, an attempt was made to close the vessel locator wings using the safety release ("red slider"); however, it could not be moved with the physicians finger so hemostats had to be used to slide the safety release. The vessel locator wings retracted. The starclose was able to be moved in the vessel past the calcium and the wings were redeployed successfully. The clip of the starclose se was deployed and successfully achieved hemostasis. There was no adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly, the starclose se device was used in an area of calcified plaque. It should be noted that the starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The starclose se device was used in an area of calcified plaque.